Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
It was reported that during a myomectomy, tb-0535-fcs was used. After 30 minutes of use, the probe of the subject device was broken off and fell into the patient. The fragment or the subject device was retrieved. The intended procedure was completed with another device. There was no patient injury reported. However, olympus obtained a photo regarding the subject device from the user. The photo indicated that the probe did not break off and the tissue pad was separated, and the subject device was not tb-0535fcs but tb-0009of. Therefore, this is the report regarding the damage of the tissue pad on tb-0009of.

Manufacturer narrative:
This is a supplemental report to provide additional information. Brand name, model number, and device code(s) were corrected. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the returned device was not tb-0009of but tb-0535fcs. The probe was broken off at 16 mm from the distal end. There was scratch on the probe. The fracture surface of the probe showed that crack developed. The tissue pad was not separated. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user activated output contacting with metal or something hard object, besides the probe was broken off when the probe was subjected to a load. The instruction manual of the device has already warned as follows; the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.